Event description:
The customer contact reported the patient received more medication than intended. It was reported that the secondary line was "set at 1.5ml/hr for lipid but delivered 58ml in less than 24 hours. Rate not change in that period." No further programming parameters or event details were provided. Though requested, no additional information was provided.